Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient's ipg reached end of life. As result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
A4 - patient weight updated.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6) 2022 resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.